Event description:
It was reported that the patient with this pacemaker presented to the emergency room with a wound dehiscence. The physician proceeded to reopen the pocket and irrigate it. During the procedure, the device inappropriately stored two signal artifact monitor episodes. It was also noted that the time stamp of the event was off by one hour. No additional adverse patient effects were reported. At this time, this device remains in service.